Event description:
Qc technician reports injury to her left hand from a piece of glass which punctured through the direct check quality control. She was evaluated at local hospital. No report of serious injury.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated. Qc technician discarded control vial in sharps container after use. A CAPA was completed for directcheck starting with lots manufactured in 06/2011. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. Itc has requested all data required for form 3500a.